Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation in all vectors. The left ventricular lead was explanted and replaced. No additional information was available.

Manufacturer narrative:
Analysis was normal, no anomalies were noted.